Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No failed battery test noted. No unexpected battery out limit and no blank display noted. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose due to the insulin pump shutting off during the night. She tried a new battery but the display did not return. Current blood glucose was 500 mg/dl; she was treating with manual injection and was going to call the doctor since it was not coming down. The customer stated that the battery cap has been replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.